Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they were able to complete rewind. Customer reports they were able to clear the alarm. Customer states that after completing a-21 alarm troubleshooting they received after battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).